Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of weakness in the catheter material was confirmed but the cause is unknown. The products returned for evaluation were two 45cm 5fr d/l groshong nxt catheters. Both samples appeared free of residual materials. No end caps or auxiliary devices were attached to the catheters. The stylets had been removed from both catheters. The catheters appeared unremarkable to gross visual examination. Tactile evaluation of the samples revealed material weakness between the 41cm and 42cm depth markings on sample 1 and between the 42 and 44 cm depth markings on sample 2. When an attempt was made to flush the catheters with water, the catheters were patent to infusion. Water could be aspirated through the catheters, per design. When the catheters were hydraulically pressurized, no leaks were detected in the samples. Both catheters contained material weakness in the catheter shaft. This type of damage is often the result of plastic deformation of the material. Possible contributing factors could include tensile (pulling) damage, over-pressurization of the lumens, damage due to the catheter stabilization technique, compression of the catheter by another component in the packaging, or the catheter becoming damaged during the manufacturing process. The manufacturing facility was notified about this complaint. A review of the manufacturing documentation did not reveal evidence of a manufacturing/processing related event. Although the catheter weakness could be confirmed, it could not be determined exactly when or how the catheters became damaged. A lot history review (lhr) of reen3237 showed four other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(4).

Event description:
It was reported customer has removed these two products from the packaging which are the same lot number and when examined these they seem to show weakness in the catheter material at the distal end which sites outside the body that ruptured. Roughly 3 cm from the ¿y¿ piece at the injectable end as the line splits into the 2 separate lumen port. This report addresses the first device. 06/01/2021-the returned device contained material weakness.